Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil partially detached / broke within the catheter. At the latest coil was coil number 42. When manipulation in the fistula a short part of the coil broke. A part that detached stayed in the patient without any problems, between the other 41 coils. The other part was stayed within the catheter and it was safely removed. This event was reported to have occurred during the treatment of vertebral fistula. The devices were prepared and used per the instructions for use. The pushwire was not noted to have been damaged. There was no friction or difficulty when delivering the coil. The coil was not repositioned and was not attempted to be detached. The pushwire was not rotated. A continuous flush was used. The blood flow was normal. The anatomy was severe in tortuosity.